Manufacturer narrative:
(B)(4). A fully deployed epic biliary stent and delivery system were returned for analysis. Visual examination showed twisting damaged to the outer shaft 14.5 cm from the markerband, the inner liner shaft showed multiple kinks from the proximal end of the tip to the distal end of the outer shaft, and there was a kink noted at the strain relief of the device. Functional evaluation found that there were restrictions due to the severe kinking. The guidewire did travel past the kinks but would not transcend through the entire length of the device. The 224 cm of the guidewire was able to be inserted, met restriction and stopped. No issues were noted with the stent and no other issues were noted with the device. The kink at the strain relief of the device may have contributed to the guidewire not transcending completely through the entire device. There was no evidence of any product quality deficiencies, and it was considered likely that the inner liner kinking damage was attributable to procedural factors. The investigation concluded that the device meets specification and the reported event was most probably due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an epic biliary stent was to be used to treat a 3 cm malignant stricture caused by hilar cholangiocarcinoma during bile duct drainage with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the physician started to deploy the stent by rotating the wheel. However, the stent failed to deploy. The wheel was rotated 20 times but the stent still failed to deploy. The stent was removed, however, during removal of the device, the guidewire could not be pulled and was unable to be pushed out of the delivery system. The device was removed together with the guidewire and the procedure was completed with another epic biliary stent. The delivery system was checked and was found kinked on several parts at equal interval. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A fully deployed epic biliary stent and delivery system were returned for analysis. Visual examination of the returned device showed twisting damage to the outer sheath at 14.5cm from the marker band. The inner liner shaft showed multiple kinks from the proximal end of the tip to the distal end of the outer shaft and the strain relief of the device was found kinked. A functional evaluation was conducted using a .035 test guidewire and found that there were restrictions when passing the guidewire due to the kinking. 224 cm of the guidewire was able to travel past the kinks but would not transcend through the entire length of the device. No issues were noted to the stent and there were no other issues noted to the device. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of documentation confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an epic biliary stent was to be used to treat a 3 cm malignant stricture caused by hilar cholangiocarcinoma during bile duct drainage with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the physician started to deploy the stent by rotating the wheel. However, the stent failed to deploy. The wheel was rotated 20 times but the stent still failed to deploy. The stent was removed, however, during removal of the device, the guidewire could not be pulled and was unable to be pushed out of the delivery system. The device was removed together with the guidewire and the procedure was completed with another epic biliary stent. The delivery system was checked and was found kinked on several parts at equal interval. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.